Event description:
As reported via the implant patient registry (ipr), during a transcatheter aortic valve replacement (tavr) procedure, a valve in valve was performed. A sapien valve was implanted in another sapien valve at the time of the index procedure.

Manufacturer narrative:
Investigation, and follow up attempts with the hospital to gather additional information, is in process.

Manufacturer narrative:
Additional information was received from the hospital in regards to the reported valve in valve procedure. Post deployment of the first edwards sapien valve echo imaging revealed moderate to severe aortic valve insufficiency. A second edwards sapien valve was implanted more proximally to resolve the issue. Final echo imaging demonstrated mild regurgitation post deployment of the second valve. According to the operative report, the patient was prepped and draped in a standard sterile fashion. Percutaneous accerss was obtained, a 14fr sheath was inserted and balloon aortic valvuloplasty (bav) was performed with a non-edwards bav device under rapid pacing. An edwards sheath was then inserted and a 26mm edwards sapien valve and delivery system were advanced into the aorta and across the aortic arch. The valve was placed in an excellent position within the aortic annulus and the valve deployment was satisfactory. Echo imaging post deployment of the sapien valve showed moderate aortic insufficiency. A second valve was then implanted more proximally to the first valve. Post deployment echo revealed mild regurgitation. The patient was transferred to the ICU in a stable condition. Three weeks s/p tavr, echo imaging revealed no regurgitation, a peak gradient of 29mm hg and a mean gradient of 16mm hg. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. Factors to consider when assessing for aortic valve positioning and deployment include significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include improper image intensifier (I/I) angle (unable to view all 3 cusps in a plane), non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. There was no report of device malfunction that resulted in this event. The exact cause of the reported event cannot be determined; however, it is possible that in addition to patient factors, procedural factors could have caused or contributed to the reported event. It was noted by the physician that the event was resolved by more aortic deployment of the second valve suggesting that positioning was not optimal with the initial valve deployment. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. If additional information is received it will be reviewed and the file will be re-assessed and investigated accordingly. No corrective or preventative actions are required at this time.